Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing for investigation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the belt, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no allegation or indication to suggest that the device caused or contributed to the patient's death. Device manufacture date: monitor: 01/20/2015. Electrode belt: 01/05/2016.

Event description:
A u.s. Distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home and unconscious at the time of the event. The patient's wife was present at the time of the event. Review of the event indicates that the patient was in asystole at the time of the event. The patient was treated one time while in asystole. Asystole is considered a non-treatable rhythm. The response buttons were not pressed during the event. Oversensing a small cardiac signal contributed to the false detection. The patient remained in asystole until device deactivation. The patient passed away on (B)(6) 2016.